Event description:
It was reported that the patient came in to get the vns disabled for MRI and diagnostics showed high impedance (>9000 ohms), and the patient just recently underwent generator replacement. The x-rays were done but the site states that they cannot see any clear break in the lead and it is unclear if the pin is not inserted. No surgical intervention has occurred to date no additional relevant information has been received to date.